Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0etpu, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient 's neurostimulator ( ins) was not working too well. The patient was leaking before and now she was having some retention and some stomach cramping. Patient turned their ins off and reported the camping began to subside. The healthcare provider (hcp) turned the amplitude down to 0.1. And was going to change to another program to see if that would still provide benefit without retention or cramping. The (hcp)was also going to check her urine for infection. Additional information received four days later indicated that healthcare provider (hcp) changed the program no further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.